Event description:
(B)(4). Same case as MFR ID #: 2134265-2010-03912, 2134265-2010-03911. It was reported that post a stenting treatment procedure, restenosis occurred. There were three target lesions treated at the index procedure. Target lesion #1 was a 80% stenosed and 15mm long bifurcated lesion located in the 1st obtuse marginal (om) coronary artery with a reference vessel diameter of 2.6mm. It was treated with predilation and deployment of a 2.5x24mm taxus liberte stent resulting in 0% residual stenosis. Target lesion #2 was a 90% stenosed and 20mm long bifurcated lesion located in the 2nd om with a reference vessel diameter of 2.8mm. It was treated with predilation and deployment of a 3.0x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion #3 was a 80% stenosed and 20mm long lesion located in the proximal circumflex coronary artery with a reference vessel diameter of 3.0mm. It was treated with predilation and deployment of a 3.0x24mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. Fifty five days post index procedure, the patient presented with in stent restenosis. The 90% stenosed lesion was located in the 2nd om. The patient underwent target vessel revascularization resulting in 0% residual stenosis and the event was considered resolved without residual effects. It is the opinion of the physician that the event is possibly related to the 3.0x12mm taxus liberte stent but is unrelated to the 2.5x24mm and 3.0x24mm taxus liberte stents.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR ID#: 2134265-2010-04640. It was further reported that the patient presented for the index procedure due to angina and an abnormal stress test, and that 4 target lesions were treated with stents during the index procedure. It was previously reported to be 3 lesions treated. Angiography revealed: the ostial left circumflex (lcx) contained an 80% stenosed, de novo, high risk class "c" lesion with timi-3 flow and a 70% stenosed lesion of the mid to distal lcx. The first obtuse marginal (om1) had an 80% stenosed, de novo, medium risk class "b" bifurcated lesion with timi-3 flow and the second obtuse marginal (om2) had a long 90% stenosed, de novo medium risk class "b" bifurcated lesion with timi-3 flow. All were non calcified and non tortuous with no thrombus present. Following angiography, a 2.5x20mm non bsc balloon catheter was advanced for predilation of the om2 and 2 inflations were performed. The balloon was then advanced to the om1 where 1 inflation was performed. A 2.5x24mm taxus liberte stent was advanced and deployed in the om2, not the om1 as previously reported. Additional post dilation was performed with the stent balloon. A 3.0x12mm taxus liberte stent was then advanced and deployed in the mid-distal lcx without gap (to the 2.5x24 taxus liberte), not the om2 as previously reported. Additional post dilation was performed with the stent balloon. A 2.5x15mm non-bsc balloon catheter was advanced for additional post dilation of the om1 with 2 inflations performed. A 2.5x16mm taxus liberte was then advanced followed by a 3.0x15mm non-bsc balloon catheter. The taxus liberte stent delivery system (des) was inserted into the om1 and the non-bsc balloon in the om2. The taxus liberte stent was deployed and the non-bsc balloon inflated at the same time. A 3.0x10mm ultra2 cutting balloon was advanced and inflated 2 times in the proximal lcx. A 3.0x24mm taxus liberte stent was advanced and deployed in the proximal lcx with a 10mm gap from the mid-distal stent. Residual stenosis for all lesions treated with 0% and timi-3 flow was maintained and the procedure was closed without complication. At the time of the event, the patient presented with angina. Angiography revealed that the ostium of the lcx had 20% stenosis, the proximal stented segment was 100% patent, the om1 had 90% in-stent restenosis with timi-3 flow, and the stented om2 had 20% stenosis at the proximal edge. It was previously reported that it was the om2 had the 90% in stent restenosis. The om1 was treated with placement of a 2.5x12mm non-bsc stent reducing residual stenosis to 0% and maintaining timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel. It is the opinion of the physician that only the 2.5x16mm taxus liberte stent in the om1 has a "possible" relationship to the event. It was previously reported that the opinion of the physician was that the 3.0x12mm taxus liberte stent had a possible relationship to the event.